Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 429.3 mg/day) via an implantable infusion pump. It was reported that the patient started thinking that the pump wasn't working in (B)(6) 2019, then this last weekend they started having "episodes where he was sweating in different spots." The pump logs showed no abnormalities. No further complications have been reported as a result of this event.